Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided catalog#: unknown but referred to as a cook celect filter expiration date: unknown as lot# is unknown since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119 or k121057 (B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1)name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information was received on 02/14/2017 as follows: the patient allegedly received device implant via right femoral vein on (B)(6) 2012 due to morbid obesity with prior history of dvt/pe. The patient alleges that the device is unable to be retrieved and is embedded. The patient allegedly underwent a removal attempt in 2015 via percutaneous jugular retrieval due to the device being "no longer necessary." Reason for implant: dvt & pe. Patient is alleging: device is unable to be retrieved, other: embedded.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "patient is alleging: device is unable to be retrieved, other: embedded". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Difficult filter retrieval due to embedment of filter legs or filter hook in the ivc wall is a well-known risk reported in the published scientific literature. Several case reports published in articles, describe successful endovascular retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided catalog#: unknown but referred to as a cook celect filter expiration date: unknown as lot# is unknown since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119 or k121057. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.